Event description:
Consumer called to report her meter being more than 20% off against a lab reading. Analysis run on clark error grid using lab reading (62) as ref.point vs bd readings of 80 yielded data points in the d zone of the grid, outside of acceptable limits.